Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with arm movements. No intervention was performed at this time. The patient was asymptomatic and would continue to be monitored.